Manufacturer narrative:
The clinical observation was confirmed. As received the device exhibited damage to the stylette coating. Edwards was able to recreate the damage during stylet removal or introduction. The damage to the stylet is caused by stylet interaction with the pvc hub during reinsertion. A field notification has been issued.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
As reported, after initial insertion of the vent cannula into the patients heart (and subsequent removal of the malleable stylette) repositioning of the cannula was necessary. As such, the stylette was reinserted into the cannula body. During reinsertion of the stylette, slivers of the plastic coating on the stylette could be seen being shaved off ¿ likely caused by the sharp edge of the hub.